Event description:
It was reported that the patient presented to the emergency room (ER) after inappropriate shocks were delivered due to an apparent lead fracture. The lead integrity alert (lia) was triggered for increased sensing integrity counter (sic) and right ventricular (rv) lead impedance variation. The rv defibrillation lead did not capture at maximum output, noise was noted and the rv pacing impedance was high. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initially, the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 13 ventricular fibrillation (vf) episodes less than or equal to 210 ms average v-cycle on (B)(6)-2012 in the timeframe between 07:38:41 and 08:25:49. There were 2 vf episodes less than or equal to 150 ms average v-cycle on (B)(6)-2012 at 06:01:42 and 07:01:24. Analysis also revealed high resistance/impedance and the daily pace lead impedance trend data shows a spike increase for ventricular pace bi impedance equal to 494 to 1159 ohms peak between (B)(6)-2012 and (B)(6)-2012. There was a patient alert for lead failure predictor on (B)(6)-2012. Subsequent analysis of the actual lead revealed a connector issue. Visual analysis verified intermittency between the pin and cap. (B)(4) the actual device was not received for evaluation. We did receive performance data. (B)(4) collected from the device and have analyzed the data. (B)(4) sensing - oversensing. (B)(4) 13 - vf<=210 ms average v-cycle on (B)(6)-2012 in the timeframe between 07:38:41 and 08:25:49.2- vf<=150 ms average v-cycle on (B)(6)-2012 at 06:01:42 and 07:01:24. (B)(4) impedance - high resistance/impedance. (B)(4) daily pace lead impedance trend data shows a spike increase for ventricular pace bi impedance = 494 to 1159 ohms peak between (B)(6)-2012 and (B)(6)-2012. (B)(4) std review - lead integrity alert triggered. (B)(4) 1 - patient alert for lead failure predictor on (B)(6)-2012 04:19:45. (B)(4) connector other. (B)(4) proximal segment.